Event description:
During a acl reconstruction the fast-fix 360 curved ndl delivery sys while using the t1 deployed and t2 deployed prematurely, there were three fast-fix 360 devices used during the case with the same problem. T1 successfully deployed, after pulling out of meniscus and staying close to next insertion site per the technique pearls t2 prematurely deployed before being inserted, both implants were then pulled out of joint with a grasper. This happened 3x. Of the 3 they kept 1 which will be returned.

Manufacturer narrative:
Investigation of the returned devices were performed whereby a review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified any additional complaints for this lot number on file. One used and seven sterile devices were returned for evaluation. The used device was received with t1 and t2 off the inserter, the position of the actuator indicated that the device had been fully deployed. Functional testing was performed and the actuator actuated as intended. Two sterile devices were functional tested by deploying t1 and t2 into a model rubber meniscus. The implants deployed without issue. Based on the provided evidence no issue related to the manufacture of the device can be determined. No further action is deemed necessary as a result. (B)(4).